Event description:
A (B)(6) female patient contacted zoll customer support to report that her response buttons were non-functional. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation the front response button was nonfunctional. The cause of the nonfunctional response button was physical damage to the switch. The metallic dome had been peeled off the switch. The source of the physical damage cannot be positively identified. The root cause of the missing response button was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the missing response button. The patient was provided with a replacement monitor.